Event description:
The iab was inserted into the pt on 4/4/97 at 11:00 a.m. On 4/9/97 at 9:00 a.m. After iabp for 117 hours, the iab leaked and the iab was removed. No second iab was inserted. The iab was not returned to datascope for evaluation. (Event complicaions: none from the event - reported 2/27/98.) (Pt's current status: discharged - rpt'd 2/27/98.)